Event description:
A customer contacted beckman coulter (bec) regarding an erroneous potassium (k) result of 8.2 mmol/l generated by their au681-03e clinical chemistry analyzer on a (B)(6) male patient. The result was reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event. The patient was redrawn later in the same day. The redrawn sample gave a k result of 3.9 mmol/l. After noting the difference in sample results, the customer repeated the original sample which then gave a result of 3.6 mmol/l. The customer repeated all samples before and after the original erroneous result and reported that no other samples were affected.

Manufacturer narrative:
Per customer, calibration and qc was acceptable prior to the event. The customer performed troubleshooting which included sample d pot replacement and checking the flow cell for placement of o-rings between the electrodes. Customer found an extra o-ring in the flow cell and removed it. All electrodes were reseated to verify a tight fit. Bubbles were still noted in the lines. A service visit was set up and a field service engineer (fse) went on-site and determined that the reference valve was defective and allowing air into the lines. Fse discussed with customer about air in lines being an indicator of potential valve issues. Fse replaced the reference valve. System operation was verified and all results met published performance specifications. Multiple runs of qc and an 8 patient comparison study were performed. No further ise issues have been reported by this customer to date. The cause of this issue may be attributed to the failed reference valve.